Event description:
It was reported that the patient experienced bradycardia, vomiting, hematuria, a pulmonary embolism, and an increase in troponin level. An angiojet zelante catheter was selected for use during a thrombectomy intra stent procedure in the proximal femoral vein. The lesion was approached via the jugular. No vena cava filter was placed. The total time of the procedure was less than 8 min. The run time of the procedure was 362 seconds and about 365 cc of saline was used. Some contrast injections were made. No thrombolysis by power pulse mode was used. The thrombus was properly removed. No problems were noted with the functionality of the device during the procedure. However, the patient experienced slight bradycardia and slight vomiting during the procedure. Some stops were made during the procedure. Following the procedure, the patent experienced hematuria over 2 days, a pulmonary embolism, and an increased troponin level without modification in her ECG (leading to an ECG in the night). The plan is for the physician to see the patient again in one month. The patient retained a good permeability. The patient's condition overall was fine.